Event description:
The nurse of a male patient contacted lifecor customer support to report that the battery symbol with a line through it on the battery charger was illuminated when one battery pack was placed on it. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack has been completed. The battery pack had a damaged battery connector. The root cause of the damage cannot be positively identified, but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. No adverse events resulted from the damaged battery pack. The pt received a replacement battery pack.